Event description:
It was reported that console was found to be firing with a limited output (low power) during procedure. No error codes were displayed. It was noted that the fiber and the blast shield was changed but the issue persisted. The procedure was completed with this device with no patient complications.

Manufacturer narrative:
D3 manufacturer email: (B)(4).